Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that ischemic changes noted, sinus bradycardia indicated and also groin access bleeding. It was reported that faradrive steerable sheath clear was selected for clinical repeat ablation procedure occurred on (B)(6) 2026. Post-procedure, it was noted that an ongoing ooze from right femoral access site. It was need to have twenty (20) mins of manual pressure followed by femstop for two (2) hours with ongoing ooze. The fisherman's knot was removed and a further thirty (30) minutes of manual pressure was applied and issue resolved. It was noted that the suspected cause for it was heparin and anticoagulation medication. Next-day, on (B)(6) 2026, an ischemic changed on ECG - sinus bradycardia. Pre-discharged showed ischemic changes, including diffuse t wave inversion and prolonged qt interval. The event is on going. The patient was asymptomatic. The event was suspected to be related to the repeat ablation procedure. No device malfunctions were reported.